Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after performing a supply change, the customer observed an alarm. Reportedly, the customer was unable to recall the messaging displayed; however, was notified to change the cartridge. The customer reloaded the existing cartridge and resumed insulin delivery to resolve the issue. There was no reported impact to the customer's blood glucose level. Although requested by tandem technical support, the customer declined to provide additional information.